Manufacturer narrative:
The device was not returned for evaluation. A review of the lot manufacturing records is in progress. An assessment of the event was completed by (B)(4) medical personnel. It is probable that the device and procedure may cause such event.

Event description:
A consumer reported receiving treatment to their abdomen and flanks on an unspecified date in (B)(6) 2017. The consumer reported that after the expected swelling decreased, they noticed surface irregularities and unevenness in the treated areas. Consumer also reported an indentation on the left side of the abdomen and under the belly button developed. The consumer returned to the office for a corrective procedure on an unspecified date in (B)(6) 2018, in which the consumer reported did not correct the original issues. The consumer sought out a second opinion with a different office and was informed a third procedure may be necessary to correct the issue. The consumer reported that both doctors indicated that the stomach is bigger on the left side due to over liposuction. Photos provided by the consumer were reviewed however it is difficult to evaluate the reported event. Additional information has been requested from the treating doctor; however information has not been received.

Manufacturer narrative:
Multiple attempts to contact the physician by solta product support were unsuccessful. No product was returned for evaluation. The safe and effective use of vaserlipo depends to a large degree on factors solely under the control of the operator. It is important that all operators understand, and follow the operating instructions supplied. Efficacy and results of the vaserlipo system are reported in the vaser amplifier user¿s guide. The user guide cautions the operator that results of vaserlipo procedure will vary depending upon patient age, surgical site, and experience of the physician. A review of the manufacturing records showed all requirements were met. It was reported, by the consumer, the treating physician claimed the reasons for undesirable results were due to the patient¿s muscle structure. The consumer reported additional consultations from other physicians determined the adverse event was caused by poor liposuction technique. No product or additional information was received from the treating physician. No system issues were reported. No other adverse events have been reported for the treatment site. Based on all available information, no causal factors can be determined and no conclusion can be drawn.